Event description:
It was reported that the pt complains that her hip doesn't feel right and is not normal. She has been having constant hip pain since the surgery. The pain has gradually increased. She now has difficulty walking and a limp.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.